Event description:
It was reported the patient had an episiotomy repair in 1994. It was reported the patient developed an injury and infection as a result of contaminated sutures. There are no other details.